Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol composix e/x device may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney alleges "the patient complained of bulging at the sight of surgery" and that the doctor "confirmed the patient needed to undergo a second hernia surgery." No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the surgeon performed hernia repair surgery on the patient. As reported, the surgeon implanted a bard/davol composix e/x mesh patch into the patient. On (B)(6) 2014: the patient complained of bulging at the sight of surgery and other complications. As reported, the patient subsequently consulted with the surgeon, who confirmed the patient needed to undergo a second hernia surgery. As reported, the attorney alleges general allegations against the bard/davol composix e/x mesh patch for ¿pain in suffering in the past and future; mental anguish and disfigurement sustained by the patient." Due to the alleged defective bard/davol composix e/x mesh.

Manufacturer narrative:
Addendum based on additional information and medical records provided by patient¿s attorney. Additional information provided includes patient information (date of birth and weight), device identifiers (product code and lot number). The patient underwent additional surgery for recurrent incisional hernia on (B)(6) 2014, however, the operative report indicates that the hernia was adjacent to the original bard/davol composix ex (device 1) repair. This hernia was repaired with the bard/davol ventralex st (device 2), and the composix ex (device 1) remained implanted. Adhesions to the composix ex (device 1) were noted to have been lysed during this procedure. A second additional surgery for recurrent incisional hernias on (B)(6) 2017 was performed with explant of the bard/davol composix e/x (device #1). Explant operative report describe the complete excision of the mesh "where the undersurface of the inferior mesh that was composix ptfe with prolene (composix e/x, device #1) had rolled and some of the bowel was severely adherent to the prolene side of the mesh." The postoperative diagnoses for this procedure states "small bowel erosion due to mesh", however, erosion is not addressed within the details of the operative report. The patient experienced post- explant operative complications included adhesions, subcutaneous hematoma and infection. Recurrence and adhesions are known inherent risk of surgery and both recurrence, adhesions, are listed in the instructions-for-use as possible complications. No sample was returned for evaluation. Based on the available information, cause of the material deformation and possible mesh erosion cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the patient's complex history, and available information no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Addendum per attorney & medical records: (B)(6) 2014: the patient underwent a hernia repair with implant of the bard/davol composix e/x mesh (device #1). (B)(6) 2014: the patient presented with a large bulge to the right side of the incision which started to appear 6 weeks earlier. (B)(6) 2014: the patient underwent repair of the recurrent incisional hernia at which time a second mesh, bard/davol ventralex st (device #2) was implanted. The operative report notes .¿adhesions on the undersurface of the fascia and the old mesh {composix ex (device 1)} adjacent to this area were freed up¿. (B)(6) 2016: the patient presented with complaints of pain and sought treatment for a large bulge to the right of the midline wound which he noticed about a year prior. This was assessed as a recurrent incisional hernia with significant abdominal wall fascial diastasis. (B)(6) 2016: patient evaluated for recurrent hernia but wanted to seek further evaluation and treatment before having another operation. (B)(6) 2017: the patient continued to experience problems and was diagnosed with multiple recurrent incisional hernias as well as small bowel erosion due to the mesh implanted. The patient was taken to surgery and underwent extensive lysis of adhesions, a small bowel resection, and excision of the mesh product. The explant operative report notes: 'the old mesh was found that was completely excised circumferentially, where the undersurface of the inferior mesh that was composix ptfe (composix e/x, device #1) with prolene had rolled and some of the bowel was severely adherent to the prolene side of the mesh. Once the mesh was completely taken down, it was obvious that this area of the bowel could not be safely separated from the mesh, so small-bowel resection of approximately 25 cm was performed using the linear stapler." A non bard/davol bio-a mesh was placed. {the operative report does not mention the bard/davol ventralex st (device 2) mesh} (B)(6) 2017: the patient underwent a diagnostic laparoscopy, further lysis of adhesions and an open evacuation of a subcutaneous hematoma. This was due to a postoperative fever- spike and chronic diarrhea. (B)(6) 2017: the patient continued to experience problems and underwent an ultrasound which revealed a right tubular fluid collection that required aspiration. (B)(6) 2017: a PICC line for home infusion of antibiotics was placed due to the infection that patient was experiencing. (B)(6) 2017: the patient was again admitted to the hospital and diagnosed with a subcutaneous abscess which required incision and drainage of the pus infection. The patient is reported as needing to be placed on tpn (total parenteral nutrition/liquid feedings) due to failure to thrive. As reported per attorney, the patient "was told that the mesh had been wrapped around his intestines and colon and as the doctor cut it away, a hole was made in the intestine. He was told the only way to fix this hole was by not eating. The patient was put on a tpn feeding tube for approximately six to eight weeks during which time he was in and out of the hospital on multiple occasions due to difficulties with the tpn feeding tube." (B)(6) 2017: attorney further reports the patient continued to have problems after multiple hernia repairs and abdominal surgeries with multiple complications which lead to a 6-month stay in clinic. The patient again complained of a recent history of bulging to the midline upper incision which required a recurrent hernia repair. As reported, the patient chose not to undergo additional surgery at this time.